Event description:
It was reported that 8 or clips were fired during the procedure and all of them were coming out sideways and malformed. All the clips fell into the pt and had to be removed with graspers. The case was completed with a competitors device. There was no pt consequences reported. The device was thrown away.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.